Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Investigation summary the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. No pictures were provided. This complaint is not confirmed. It was reported that the distal tip broke during insertion. The sales rep also stated the insertion axis appeared to be good, and the patient had hard bone, which could¿ve contributed to the reported failure, however that cannot be determined. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review of the depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) ¿ incomplete. The expiration date is not currently available.

Event description:
Ref #(B)(4) milagro br 5x12mm screw partially broke while being inserted during an ulnar collateral ligament reconstruction. Roughly the proximal 1/3 of the screw broke off and was not inserted during fixation of the new ligament. The surgeon check the fixation and was satisfied. The distal 2/3 of screw was left in elbow and the procedure was completed. No delay in case. Patient consequence? : unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.